Manufacturer narrative:
The urf-p6 scope has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. To mitigate against scope damage and patient injury, both the scope operation manual and instructions for safe use documents contains several warning statements regarding inspection and operation. The instructions for safe use states ¿visually inspect the bending section for no metallic parts protruding from the bending section¿ prior to the procedure, and includes photos for reference. The operation manual likewise states that prior to scope use, ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ and ¿gently hold the vicinity of the distal end and at the point 10 cm from the distal end. Push and pull gently to confirm that the junction between the bending section and the insertion tube is not loose and that no irregularities are observed on the bending section.¿ finally, for a stuck scope, ¿if the endoscope cannot be withdrawn from the patient, consider removing it through open surgery and take proper measures. Forcibly withdrawing the endoscope or endotherapy accessory may cause patient injury, bleeding, and/or perforation.¿ the operation manual also recommends ¿be sure to prepare another endoscope to avoid interruption of the examination due to equipment failure or malfunction.¿ the operation manual also contains reprocessing instructions that include the use of the eto cap during gas sterilization and also during transport to avoid air pressure damage.

Event description:
Olympus was informed that during a ureteroscopy, the distal end of the urf-p6 scope became stuck in the ureter. The metal skeleton of the scope was exposed. It was reported that the distal end of the scope had previously been damaged during reprocessing, potentially due to the eto cap being left off during sterrad sterilization leading to gas pressure imbalance. As a result of the stuck scope, a balloon catheter was used to dilate the ureter, and a second unknown model scope was run alongside the stuck urf-p6 scope. This led to a tear in the ureter at the junction of the bladder. It was reported that an additional 45 minutes of anesthesia was needed in the procedure, and that the patient has since healed and is doing fine.

Manufacturer narrative:
This report is being supplemented to provide additional information based on a review of the instrument history for the subject device (model urf-p6 with serial (B)(4)) showed that the unit was returned to olympus on november 29, 2018 with a user request of "scope failed leak test" there was no mention of patient injury. The evaluation confirmed that the device failed the leak test and the bending section was cut.